Event description:
Caller reported a cartridge alarm issue, and their blood glucose level displayed as "high," though a specific value was not provided. There was no adverse impact on the customer's blood glucose level. Customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi). The technical support team decided to replace the pump after confirming the consecutive cartridge alarms. Customer agreed to use their current pump as a backup therapy. Customer was informed they would receive a replacement pump with updated software and was provided instructions on returning the faulty pump. The replacement pump was shipped with a requirement for signature upon delivery.